Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been having fluctuating elevated blood glucose (bg) levels between 200-400mg/dl for the last 8 weeks. The customer spoke with their healthcare provider, and was taken off of the pump and switched to manual injections, however bg levels remained uncontrolled. System check was performed with tandem technical support, and the pump performed as intended. The customer is still working with their healthcare provider on managing bg levels.